Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient clarified that it was the right side implant that was not working and it was because of an infection. The device and the right stn dbs lead were explanted/removed on (B)(6) 2015. Patient indicated that the remaining right side implant was working properly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for parkinson's dual and movement disorders. It was reported patient only has one implant on right side now because the left side that implant was removed a couple years ago because patient had an infection. Patient reported that apparently when they put the left side implant in it was never working and was never being used properly so the implant was always kept off so they ended up just taking implant out because patient was showing some 'physical signs. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.